Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial (ra) lead fractured. Therefore the lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead fractured. It was also reported that the remote monitor transmission showed t-wave oversensing (twos) and an elevated pacing impedance on the ra lead. Therefore ra lead was removed and replaced. It was noted that the patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.